Manufacturer narrative:
Concomitant medical products: 429888; implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported to the emergency department due to syncope/near syncope. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) gave inappropriate high voltage therapy for atrial fibrillation (af) with rapid ventricular response. The device remains in use. No further patient complications have been reported as a result of this event.